Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device 1.6mm kirschner wire was returned to cq for investigation. The wire had broken into two pieces. No other issues were identified during visual inspection. Document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: kirschner wires with trocar tip, se_250659 rev f (current) and rev e (manufactured) dimensional inspection: according to se_250659 rev e of the drawing, specified dimension: diameter: 1.6 mm + 0 mm ¿ 0.03 mm measured dimension: diameter: 1.6 mm (conforming) measurement device used: caliper (ca802) conclusion: the kirschner wore had broken during surgery. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device 292.160.10 lot number 93p5903, and no non-conformances were identified. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device history review - the product code- 292.16 and lot no- 93p5903 comes as a part of product code- 292.160.10 during DHR review. Hence, DHR for product code- 292.160.10, lot no-93p5903 is considered relevant to this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product #: 292.160.10. Lot #: 93p5903. Manufacturing site: balsthal. Release to warehouse date: march 24, 2021. A manufacturing record evaluation was performed for the finished device 292.160.10 lot number 93p5903, and no non-conformances were identified. Product #: 292.160.10. Lot #: 78p5197. Manufacturing site: balsthal. Release to warehouse date: december 11, 2021. A manufacturing record evaluation was performed for the finished device 292.160.10 lot number 78p5197, and no non-conformances were identified. Entered by: (B)(4) (B)(6) 2021. Part number: 292.16. Lot number: 93p5903. Part manufacture date: n/a. Manufacturing location: n/a. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. The product code- 292.16 and lot no- 93p5903 comes as a part of product code- 292.160.10 during DHR review. Hence, DHR for product code- 292.160.10, lot no-93p5903 is considered relevant to this investigation. Visual inspection: the complaint device 1.6mm kirschner wire was returned to customer quality (cq) for investigation. The wire had broken into two pieces. No other issues were identified during visual inspection. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: kirschner wires with trocar tip, current and manufactured revisions. Measurement device used: caliper. Complaint confirmed: yes, the complaint condition of broken can be confirmed based on the available information. Conclusion: the kirschner wore had broken during surgery. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, a kirschner wire broke while being inserted. Procedure outcome and patient status are unknown. This report is for a k-wire ø1.6 l150 sst. This is report 1 of 1 for (B)(4).